Event description:
It was reported that the universal chuck broke in surgery. Procedure was completed using a sn backup device. No surgical delay was reported. It was not reported if the patient suffered from any harm or injury because of the reported failure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the universal chuck has multiple scratches, gouges and burrs in the metal. The locking mechanism is also damaged on the device causing the stated failure. The device shows significant signs of wear/usage. The device was manufactured in 1994. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information in lot number and concomitant medical products.

Event description:
It was reported that the universal chuck broke in surgery. Device broke outside the patient and no pieces fell into the patient. Procedure was completed using a sn backup device. No surgical delay was reported. The patient did not suffer from from any harm or injury because of the reported failure.